Manufacturer narrative:
The results of the investigation are inconclusive as the device was replaced, and not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient's scs ipg was replaced because the device was inoperable. Reportedly, the patient stated the ipg stopped charging. Stimulation therapy was restored postoperatively and the issue resolved.